Event description:
It was reported that this pacemaker exhibited right ventricular (rv) pace impedance measurements of greater than 2000 ohms, yet remained stable. The health care professional (hcp) was going to monitor. The device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If additional information is received, a supplemental report will be filed at that time.

Event description:
It was reported that this pacemaker exhibited right ventricular (rv) pace impedance measurements of greater than 2,000 ohms resulting in a lead safety switch. The health care professional (hcp) reprogrammed the device as there was some oversensing noted when in unipolar sensing. The hcp will continue to monitor. The device remains in service. No adverse patient effects were reported. Additional information was received that this patient experienced a high heart rate in which they performed a patient initiated interrogation (pii) which revealed this patient was in a sinus brady rhythm event. Technical services (ts) discussed the over pacing of this patients intrinsic rhythm was normal for this pacemakers algo rhythm. No patient symptoms were noted. This pacemaker remains in service.

Manufacturer narrative:
If additional information is received, a supplemental report will be filed at that time.

Event description:
It was reported that this pacemaker exhibited right ventricular (rv) pace impedance measurements of greater than 2,000 ohms resulting in a lead safety switch. The health care professional (hcp) reprogrammed the device as there was some oversensing noted when in unipolar sensing. The hcp will continue to monitor. The device remains in service. No adverse patient effects were reported.